Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or audio/beep anomaly noted. However, the insulin pump had unresponsive act and up buttons due to corroded keypad traces. Analysis was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No moisture damage on motor, vibrator, battery tube or electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer insulin pump had a display anomaly. It was reported that there was fluid in the battery compartment. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the air dried battery compartment and inserted a new battery and display did not return. The insulin pump was returned for analysis.